Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The hvad pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned device passed functional testing and visual inspection. Review of the controller log files revealed two low flow alarms logged on (B)(6) 2019 at 14:54:57 and 14:56:26. Analysis of the event log file revealed several reactivation events logged on (B)(6) 2019 starting at 15:38:21, indicating open phases on the rear stator, causing the pump to run on the front stator only. This likely triggered the subsequent high watt alarm, logged at 15:38:26, due to the increased power consumption required to run on a single stator. An electrical fault alarm was then logged at 15:39:20 due to an open phase on the rear stator. Additionally, a vad disconnect alarm was logged at 15:40:47, followed by an additional electrical fault alarm at 15:40:51, due to open phases on both stators. A vad stopped alarm was logged at 15:41:29 due to a failure of the pump to restart after several attempts. A vad disconnect alarm was logged indicating a physical disconnection of the driveline from the controller. As a result, the reported event was "confirmed." Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or "inappropriate" pump rotational speed. Based on the available information, a possible root cause of the reported electrical fault alarms and initial vad disconnect alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a "marginal" driveline connection. The most likely root cause of the second vad disconnect alarm may be attributed to a physical disconnection of the driveline from the controller, likely during troubleshooting. The most likely root cause of the vad stopped alarm observed can be attributed to a failure of the pump to restart after several attempts. An internal investigation investigated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on the extensive internal investigation, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: controller 2.0 - (B)(6) d10: yes, 2020-01-07 h3: yes h6: results code(s): 213 h6: method code(s): 10, 4112 h6: FDA conclusion code(s): 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2020 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 18-jun-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller exhibited an electrical fault alarm. The patient's ventricular assist device (vad) also had a vad stop. The vad is still in use. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.